Event description:
The st. Jude representative phoned to report that the lead had an insulation failure. They stated that there was noise present on stored electrograms and the pacing lead impedance dropped to 175 ohms.